Event description:
The pacemaker involved in this report was interrogated on (B)(6) 2011. The user reportedly failed to obtain atrial lead impedance measurements that day. All other routine tests could be completed, including atrial threshold test and atrial sensitivity test, and normal operation of the pacemaker was observed (the implant memories could be read properly).

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.